Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with four proglide devices (two on the rcfa and 2 on the lcfa) using the pre-close technique via a 6f sheath hole at both access sites prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, during use of the first proglide in the rcfa, a cuff miss [suture retrieval issue] occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f, and the aaa procedure was completed and hemostasis was achieved. Additionally, two proglide device sutures were deployed and preplaced in the lcfa as intended. The sheath was upsized to a 16f, and the aaa procedure was completed. The first knot was advanced, and the knot tightened at the vessel. During knot advancement of the second proglide suture with the suture trimmed, a suture break occurred. The suture of one new proglide device was used. The aaa procedure was completed, and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.